Event description:
It was reported that the patient complained of left chest pain that correlated with pacing one day post implant. Diaphragmatic stimulation was noted. The right ventricular (rv) lead showed an increase in thresholds to a high level and a decrease in sensing due to a lead dislodgement. A lead revision was performed. While attempting to reposition the lead, the physician noted the lead was difficult to remove after ensuring the helix was in the proper position. Additional force was used to remove the lead and the lead was repositioned. Five to seven minutes after the lead was removed the patient's blood pressure dropped and the patient became nauseous. An echocardiogram was performed and found the patient had experienced a pericardial effusion with cardiac tamponade due to a perforation. A pericardiocentesis was performed and a drain was left in overnight. The lead remains in use. No further patient complications have been reported as a result of this event.